Manufacturer narrative:
The pump alarmed compromised force sensor system at 2.5 lbs. During prime test due to force sensor resistor damaged by moisture. The pump was received with all buttons responding properly. No button and or keypad anomalies noted. The device was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratched lcd window. A basal profile was programmed. The pump delivered the basal profile properly. There was no basal anomalies were noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the basal isn't working and some of the buttons are unresponsive. The customer's blood glucose level at the time was 380mg/dl. The customer states they treated the highs with the pump. The customer was advised that the pump would be replaced and returned for analysis.